Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7083841 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to an unknown reason. The explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.